Manufacturer narrative:
A ge rep evaluated the system and replaced the ribbon cable between the two touchscreens. System operates as intended.

Event description:
The customer reported the system intermittently shuts down on its own. No pt injury was reported.